Event description:
The event involved 104" (264 cm) appx 15.7 ml, 10 drop primary set w/bcv-clave®, clave®, 0.2 micron filter, rotating luer. It was reported that there was a chunk of dark brown material was sticking to the inside of the intravenous (IV) line (near the end of the line). This was noticed after the line was prepared with medication (ampicillin). Once the liquid medication flowed past the brown chunks, some of the particles broke away and it was reported that approximately a dozen were floating in the line. The main chunk of brown material continued to stay adhered to the inside of the line. The IV line was sealed in the packaging when it was received and it was opened about 6pm. There was patient involvement; however, there is no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The complaint cannot be confirmed based on the information that has been provided. After the initial emdr (9617594-2022-00058-00) submission, the customer contact confirmed that the same event was reported under cn-150216, MFR report ref # 9617594-2022-00061-00. This complaint record is a duplicate of cn-150216.